Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 31 mg/dl. The customer stated that he had low blood glucose due to not having sensors. The customer stated that his new pump battery last only for 6 weeks. The customer was advised to use (B)(4) batteries. The customer did not want to talk to helpline.